Manufacturer narrative:
(B)(4). A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was confirmed and the cause was identified as the patient leaving a clamp open on an unused supply line, based on information provided by the patient. The lot number is unknown; therefore, a batch review was not performed. The root cause of the complaint was use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during dwell 3 of 4. The baxter technical service representative (tsr) had the home patient (hp) cycle power. The hp had two bags connected. The unused line clamps were open. The tsr reviewed the setup. The tsr had the hp cycle power and a system error (se) 2367 occurred. The hp would complete therapy with manual supplies. The alarm was cleared. There was patient involvement but no serious injury or medical intervention was reported. Product surveillance spoke with the home patient's nurse (hp) on (B)(4) 2011 regarding the reported problem. The nurse said the hp had not notified her of the alarm. Product surveillance explained the user error that caused the alarm and recommended retraining. The nurse said therapy was going fine for the hp. No patient injury or medical intervention was reported.